Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer overfilled the cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to provide additional information regarding the issue.

Manufacturer narrative:
Device not returned.